Event description:
It was reported that the patient presented with pain in the low back, and was diagnosed with degenerative disc disease and spondylolisthesis at l5-s1 with instability at l5-s1. The patient had sustained an industrial injury to his low back with pre-existing spondylolisthesis at l5-s1 approximately 1 year prior. Patient has failed conservative treatment with physical therapy, exercise, medication and epidural steroid injections. The patient underwent an anterior lumbar interbody fusion followed by posterior segmental instrumentation at l5-s1. An interbody spacer was filled with bmp and impacted into the place and countersunk to the posterior cortex. "Ligament bmp was then placed medially and laterally" and the wound was again irrigated. X-rays taken show good position of the graft. It was noted that the patient was obese, which created difficulty with depth perception and exposure. There were no complications reported. At 596 days post-op the patient presented with intermittent moderate to severe neck pain radiating to the right hand with numbness and tingling. The patient ambulates with the assistance of a cane. Truncal range of motion is restricted. There is a decreased sensation to light touch at the l5-s1 distribution on the right and strength is decreased in the right lower extremity. There is tenderness and spasm present to palpitation of the lumbar paraspinals. Spurling's test is positive. MRI of the lumbar spine previously reviewed reveals grade ii spondylolisthesis and high grade compression of l5-s1. Surgeon states that he does not feel that the patient had a very accurate fusion. Only at two slices of sagittal images does there appear to be bone growth coming through the interbody graft, otherwise there is no bone growth. There is definite foraminal stenosis bilaterally at the l5-s1 level and the l4-5 level coming from bone hyperostosis and also from the persistent spondylolisthesis of the l5-s1 level. For now, conservative options are being pursued but the surgeon's opinion is that the patient would do well with corrective surgery. There is good correlation between the 's complaints, objective findings, and radiologic imaging. Further diagnostic workup with injectional therapies will involve bilateral l4-5 and l5-s1 facet joint injections to help with mechanical axial back pain from a diagnostic and therapeutic standpoint as well as epidural injections to the l5 and s1 selective nerves bilaterally to help with radiculopathies. At 758 days post-op, CT scan demonstrated a 1.3cm anterior spondylolisthesis of l5 on s1. Sclerosis of the endplates with irregular endplates and moderate narrowing of the disc space.

Event description:
It was reported that the patient sustained unspecified injuries following the use of (B)(4) in an unspecified surgery.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(6). (B)(4) pseudoarthrosis.

Event description:
It was reported that the patient has developed radicular pain, causalgia, chronic burning sensation, neuropathic pain (radiculitis), swelling in his neck and back, numbness in both legs, and other chronic pain. The patient has undergone pain management treatment, but nothing to date has relieved the reported pain.

Event description:
(B)(6) days post-op, an x-ray indicated "evidence of posterior fusion at the l5-s1 level with interbody prosthesis present. There are findings suggestive of a laminectomy defect with hypertrophic changes of the lumbar spine."